Event description:
While reviewing programming history found in the manufacturer's programming history database for the patient it was found that a computer software error likely had occurred. It was observed that the patient came into an appointment on (B)(6) 2010 with normal programmed settings. Afterward a diagnostics test was run and a follow-up interrogation of the system was performed that showed the patients settings had changed to unintentionally programmed settings. The system was reprogrammed without modification of the system off time and the patient was sent home with a non-efficacious duty cycle. This was confirmed on (B)(6) 2010 when the patient returned to the office and the settings were programmed to proper settings and were confirmed with a system interrogation.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.